Event description:
A malfunction alarm, labeled as malf 9, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was assisted by technical support with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.